Event description:
It was reported that during removal of the peripherally inserted central catheter (PICC), resistance was encountered and the PICC line fractured leaving 11.5 cm in the patient's leg. The patient was taken to another facility for surgery to remove the retained segment.

Manufacturer narrative:
Device was not available for examination. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.